Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a 17.1 mmol/l followed by a ¿check ketone¿ message on the adc freestyle reader upon scanning the sensor. The customer further reported being at the hospital for an ¿eye infection¿ issue which was unrelated to the adc device. Based on the ¿check ketone¿ message, the nurse took the customer to the ER where an ECG was performed ¿three times¿ and unspecified blood glucose was obtained. The customer was unable to self-treat and an aspirin and 1 unit of IV fluid were administered for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.